Manufacturer narrative:
(B)(4). Date sent: 3/13/2024. Additional information was requested and the following was obtained: the device was returned with a missing piece. The missing piece is a missing jaw. Does the customer know what happened to the missing piece? No this is unknown.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2023. D4 batch #: x95e6z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the upper jaw detached and not returned and the top of the I-blade fractured and slightly lifted. In addition the cable was cut off an the shaft cover was damaged. No functional testing could be performed due to the condition of the device returned a probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x95e6z, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the coating of device let go and the jaws broke off.

Manufacturer narrative:
(B)(4). 4/4/2023. Date of event: event year only reported: 2023 batch #: x95g2d. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? No. The coating of device let go (the shrink cover of articulation point) and one of the legs of the jaw broke off. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.